Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
An IV line was established for the patient. The heparin cap on the indwelling needle leaked, rendering it unusable. A new indwelling needle was immediately replaced. No harm was caused to the patient.

Manufacturer narrative:
Investigation results: no abnormality is found on process retained sample. As the defect status of the complained sample cannot be identified, and the usage of the sample is unknown, the root cause of leakage at the joint of the prn cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information.